Event description:
Related manufacturer reference number: 2916596-2021-06406. The patient was admitted to the intensive care unit (ICU) on (B)(6) 2021 after ventricular fibrillation arrest. There was concern for an outflow graft issue contributing to symptoms of decompensated heart failure. The left ventricle (lv) was not able to be unloaded well by echocardiogram or invasive hemodynamics, and the pump power and flow couldn¿t be increased by increasing pump speed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft issue and suspected thrombus could not be confirmed through this evaluation, as no images were submitted for review and the device was not returned for evaluation. Review of the submitted log files confirmed low flow alarms and a slight decline in power and flow over time. Although a specific cause for these events could not conclusively be established, the account communicated that the low flow events corresponded to an episode of ventricular fibrillation. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported ventricular fibrillation and decompensated heart failure could not be conclusively determined through this investigation. The controller event log file captured data from (B)(6) 2021 ¿ (B)(6) 2021. Transient low flow alarms were recorded on (B)(6) 2021. It was later reported these low flow events corresponded to the patient¿s episode of ventricular fibrillation. No other notable events were captured, and the system appeared to operate as intended at the set speed for the duration of the file. The submitted controller periodic log file captured data from (B)(6) 2021 ¿ (B)(6) 2021. A slight decline in estimated flow and power was observed over time. The system appeared to operate as intended at the set speed for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient underwent a pump exchange on (B)(6) 2021, and heartmate 3 lvas, serial number (B)(6) , was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists cardiac arrhythmia and pump thrombosis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 ¿introduction¿ of this IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events. Section 6, ¿patient care and management¿, also lists thromboembolism and arrhythmia as potential late postimplant complications. Section 6 (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. In addition, section 6 (under "anticoagulation") outlines the suggested anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted to the intensive care unit (ICU) on (B)(6) 2021. The event log captured low voltage and no external power events on (B)(6) 2021 at 19:19 while using the mobile power unit (mpu) enabling the emergency backup battery (ebb) in the controller until power was restored to the mpu. The event lasted around 18 seconds with no interruption to pump support. There were low flow events noted on (B)(6) 2021 at 04:23 with flow noted 2.3 lpm and hovered around the 2.5 lpm threshold. The flow recovered back into the 3 lpm range at (B)(6) 2021 05:08. The low flow events corresponded to the patient's ventricular tachycardia (vt) / ventricular failure (vf). There were worries of an outflow graft issue that was contributed by the decompensated heart failure the patient presented with (hence the arrhythmia). There may have been a subtle decline in power over time. On (B)(6) 2021 the patient was taken to the operating room and pump was exchanged due to thrombus.